Event description:
The patient started her dialysis treatment when about 2 hours into the treatment the patient was reported as in distress and going unconscious. Bp was 91/53 and pulse 56. A bolus of ns was given, o2 applied, and patient responded then proceeded to go "back out." Tongue rolled thick like it filled entire mouth and jerking motions were noted. Staff again responded by infusing more ns. It was reported that pt was cold and clammy. Bp at that time was 136/108 with pulse of 48. Again it was reported as seeing the patient's eyes roll back and inability for the patient to respond. More ns was infused. Now the patient was able to respond by nod of her head. The patient again went into distress and ems was called. Respiratory rate was labored and staff noted no pulse so ade was applied and it stated to reassess patient. The patient was reinfused at this time and the treatment discontinued. Pulse at this time was 40. It was reported that the patient was "somewhat alert." Ems arrived and the patient assisted to the stretcher and transferred to the local ER for further evaluation. The facility unable to remove the clots from the dialyzer and they threw it out. The patient was later discharged and dialyzes in this unit with a 160nr with no further ill effect. Patient did not have multiple diagnostic testing but required no further intervention or treatment.